Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection of the sheath found damage on the distal tip of the dilator. Functional evaluation observed the sheath's ability to achieve and maintain deflection. Insertion of the dilator into the sheath to assess for device and accessory compatibility was successful, as the dilator was able to be fully inserted and secured the dilator at the snap-fit engagement. The insertion did not encounter any resistance and did not observe any additional damages on the dilator. Inspection of the dilator confirmed the damage on the distal tip. Examination of the proximal end of the shaft within the valve hub found excess adhesive present at the access point into the shaft which could have obstructed and damaged the dilator during preparation. The sheath and dilator passed dimensional testing.

Event description:
It was reported that dilator damage was observed. During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. When preparing the sheath and dilator, one of the nurses found that the dilator tip was damaged. Additionally, no pictures are available. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that dilator damage was observed. During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. When preparing the sheath and dilator, one of the nurses found that the dilator tip was damaged. Additionally, no pictures are available. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.